Event description:
It was reported that the system was displaying precharge errors. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty k1 solid state contactor on the power switch assembly. System operates as intended.